Event description:
Reported alleged discrepant patient blood glucose results of 53 mg/dl back to back with a result of 119 mg/dl when testing was performed 7 minutes apart on the inform system. Quality control testing was reportedly performed on the system within 24 hours of the comparison however, it was not verified whether the controls were expired at the time since there was no known date when the solutions were first opened. No actions taken or treatment reportedly received by the patient based on the comparison. A request was made for the return of the suspect device and replacement product was sent.